Event description:
It was reported that the ambulance service used to use ferno h frame cots and have since converted to our powerpro cot. The service opted to leave the ferno safety hook in the ambulance floor and added the stryker safety hook. As the emts were pulling the cot out of the ambulance, they believed that the safety bar went over both hooks. However, the chief believes that the ferno hook may be a little shorter (i.e 1/8 inch) than the stryker hook and the safety bar bumped the ferno hook and went over it but did not latch (due to the shorter height) and the safety bar did not catch the stryker safety hook because it was already in the raised position. It was reported that both the pt and the cot went down with the wheels in.